Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was at home. The spouse was in another area of the house when she heard a couple of short beeps. She thought he was maybe changing his batteries. When she went to check on him, he was lying face down and unresponsive. The system controller was not alarming. System controller was hooked up to batteries and in pouch on patients waist underneath him. The spouse rolled him over to his back and thinking that his batteries were dead, had someone else go get the power module from another room. She attached him to the power module and nothing happened. The spouse states that she was very upset and couldn't think of what to do. Emergency medical services and the patient's son were called. When the son arrived, he noticed that there were no lights on whatsoever. He immediately changed out the controller and it seemed to come back on. Patient was transported to the hospital. Update from the perfusionist - the patient has shown improvement, but remains hospitalized. The log file was from the controller that the patient was put on after the event and doesn't show much. The controller that he was on at the time of the event is completely dead. It won't do anything when it is plugged in.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.